Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was failed continuously during procedures and unable to recover during refilling, also was not make clicking noise. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was reported to be failing. A field service engineer inspected and found latch block loose, tightened latch catch and block and tested the drawer. The system functioned as intended after the field service engineer repaired the device.